Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Earlier in the morning of (B)(6) 2020, the cgm was showing over 400 mg/dl. Based on the value displaying on the cgm, the patient gave himself 15 units of insulin, and then another 15 units, but the cgm value was not coming down. His children were trying to call him, but he was unable to answer as he had passed out. At around 11:30 am he was able to answer, but was very groggy and couldn¿t make sense of what they were saying. They sent his grandson to check on him and he was able to get to the front door to let him in. The fire department arrived then and checked his bg which was 41 mg/dl. They gave him glucose via intravenous (IV) therapy as well as orange juice and peanut butter sandwiches. When they left his bg was around 120 mg/dl. When his daughters arrived, he started checking his bg against the dexcom, taking about 10 samples over an hour, and the bgs were 250-270 mg/dl while the dexcom continued to show over 400 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.